Event description:
The facility's intensive care unit representative reported to baxter (B)(4) that a clearlink continu-flo solution set fell apart due to not being glued properly at the distal port end. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Two samples were received for evaluation. A visual inspection was performed revealing that both samples had tubing separated from luer activated valve. The reported condition was confirmed. The root cause is unknown.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.